Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced diabetic ketoacidosis event and eventually got hospitalized on (B)(6) 2025. The blood glucose level was 700 mg/dl at the time of event and the patient was treated with intravenous drip. The patient was tested with ketones and result were high. The patient had vomiting during the event. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.